Event description:
Update rec¿d 06/11/2014 - plaintiff¿s preliminary disclosure form was received, which identified dob information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 06/24/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device is not possible as it was not returned. It should be noted, this device would not be compatible with the referenced asr devices and they could not have been used together. A search of the complaints databases finds no other reports against the product/lot code combination. As no allegations have been made against this device, it will not be further investigated. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Litigation alleges patient had pain and difficulty walking after asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.